Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he/she received erroneous results when testing with their coaguchek inrange meter (unknown serial number). A sample from the patient was tested using an unknown hospital meter, resulting with a value of 2.6 inr. The patient also tested three times using his/her meter, resulting with values of 4.7 inr, 4.8 inr, and 5.0 inr. All tests were performed within an hour of each other. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.